Event description:
When going to verify the dilator (the only interbody instrument that the surgeon uses for tlifs) we verified off the purple t handle array. This did not work; it showed 2 solid dots as it was seeing the instruments and verification would not fail or be successful it did not populate a red failure or a green check. I then proceeded to ask the tech to change the spheres to the blue straight handle array to try and verify dilator off that, that failed as well. We then tried changing assigned instruments, this failed too. We then went back to screw instruments and verified high speed drill, then went back to interbody and tried to verify dilator again still failed. After this I suggested we try verifying dilator off end effector. When trying to verify off end effector same thing, it failed. We then resorted to a hard shut down, which in turn resulted in us getting a red rehoming error and motion self-check incomplete. To potentially avoid having to rehome the arm, I did another hard shut down, but we still got those same error messages upon booting back up. When attempting to rehome, it failed 4 times at this point the patient was in the room, and they were ready to position. We had to take robot out as it failed to rehome and got stuck on the failure at the "roll". The homing is still unsuccessful as I have attempted 3 more times since we have taken it out of the room.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A field service engineer (fse) was dispatched to the account on work order wo-inr05449 and evaluated the system. The fse performed repairs which included replacing the platform interface board (pib) and the unit was functioning as intended for the next scheduled procedure. The observed overall risk level is 4 or low, which does match the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.